Event description:
Patient was undergoing ercp (endoscopic retrograde cholangiopancreatography) when the ercp scope continued to leak interfering with insufflation. Procedure stopped. Patient scheduled to return on (B)(6) 2025 for completion of stone removal. Scope was removed from service. No reported patient harm.